Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
On (B)(6) 2023, the user reported that after he had been knocked on the head by his schoolteacher, he could not hear sounds normally and had a headache.the surgery was performed on (B)(6) 2023.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2023, the user reported that after he had been knocked on the head by his schoolteacher, he could not hear sounds normally and had a headache. The surgery was performed on (B)(6) 2023.